Manufacturer narrative:
No patient identifier information has been provided; therefore, we are unable to identify this patient in our implant patient registry. Device model and serial number remain unknown; therefore, we are unable to complete a device history record (DHR) review. No patient information or health history has been provided; therefore, we are not aware of any patient contributing factors that may influence the rate of calcification of this device. The (B)(6) video indicates this device was explanted due to early calcification of the valve. However, the exact length of implant of this device remains unknown. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. If new information becomes available, a supplemental report will be filed. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards has learned of a mitral valve explant via a (B)(6). "Perimount magna valve had been used in aortic and mitral positions at ... Hospital ((B)(6)) since 2007. Unfortunately we found very early development of valve dysfunction within 2 years after implantation in several patients. All these dysfunctions were caused by rapid growing calcification. This video showed a calcified perimount magna mitral valve during re-operation. Since the progress of dysfunction was very fast, I suggest early replacement or trans-apical trans-catheter valve implantation in these patient." (B)(6). No patient information or other procedure information has been provided.